Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the device produced impella in aorta alarms, but echocardiograms confirmed that the pump was in the correct position. Staff also noted that placement monitoring was disabled at the time. The staff continued to monitor for any changes. It was further reported that the patient was made a dnr and expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Fm changed from positioning issues to optical signal issue because pump position was confirmed at the time of the false position in aorta alarm. No imc log available but the aic software version is likely >v11.1. Data logs reviewed and the optical metrics were confirmed to be stable throughout the run. No mc spike at the time of the reported complaint false alarm issue. The cause of the optical signal issue was a false pump in aorta alarm patient condition related since pump position was confirmed to be good.